Event description:
Event description guidant received information that the lead was observed to have damage in the clavicle-first rib region. The lead was explanted and discarded. A new lead was successfully implanted.